Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for latex odor with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd vacutainer® single use holder was opened by a user who is very highly sensitive to latex and the user said she could smell latex when opening the bag of holders and refused to use the product. On opening the staff member felt unwell, had hives and blotches on her neck. No serious injury, self-treated with over the counter piriton.